Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was making a high pitched noise and the buttons were unresponsive. Customer reported that new battery did not resolve the issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm, frozen screen anomaly and keypad or button error anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.